Manufacturer narrative:
Concomitant medical products: 4469 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had been placed in the apex but two days post implant had dislodged just past the tricuspid valve but still in the right ventricle. No capture in both bipolar and unipolar configurations was also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.